Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump, a section of outflow graft, and the strain relief from the associated pump¿s implant kit were returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed 26 low flow alarms have been logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing, dimensional verification, and visual inspection. Internal pathology report revealed no evidence of thrombus within the pump. The reported event of ¿tear in the outflow graft¿ was confirmed via visual inspection as well as visual evidence provided by the site. The reported event of ¿damage to the strain relief¿ was confirmed via visual inspection which revealed the link near the graft clamp screw to be fractured. Based on the risk documentation, a possible root cause of the strain relief damage may be attributed to improper handling. Based on the investigation conducted and the risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula and/or poor ventricular assist device (vad) filling. An internal investigation has been opened to evaluate outflow graft damages and implement corrective actions as required. Based on this investigation, the most likely root causes of tears or cuts in the outflow graft have been attributed to design issues. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient¿s chest was left open post-operatively. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - outflow graft / (B)(4) / model #: 1125 / catalog #: 1125 / expiration date: 2022-11-30 UDI #: (B)(4), return date: 2018-08-30 device evaluation anticipated, but not yet begun mfg date: 2017-11-01 (B)(4). Heartware ventricular assist system ¿ strain relief/ model #: 1153 / catalog #: 1153 return date: 2018-08-30, device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's chest was left open after the patient's ventricular assist device (vad) implant. The site reported that approximately seven hours after vad implant, they noticed that the patient was bleeding. The site administered multiple transfusions, pressor support and inotrope treatment. The patient was also intubated and on dialysis. The patient¿s right ventricle was found to be dysfunctional and patient was put on extracorporeal membrane oxygenation (ECMO) for right heart support. At this point, the patient¿s vad and ECMO circuit continued to have low flows. The patient continued to bleed and became more hypotensive. The patient was brought to the operating room and was bleeding profusely and was in hypovolemic shock. The site discovered that the patient had acute bleeding originating from two tears in the outflow graft. It was also noted that the strain relief was damaged. The patient was put on central ECMO and vad was shut off. An unsuccessful attempt was made to loosen and rearrange the outflow graft. The site further reported that the facility did not have a 10mm outflow graft for replacement of the compromised graft and proceeded to use a 14mm graft instead. An attempt was made to attach the outflow graft to the pump using a zip tie and silk suture. The patient was transported into an intensive care unit (ICU) with the patient's chest still open. The site decided to withdraw support and patient subsequently expired.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.